Event description:
Procedure type: cholecystectomy. According to the rptr: the surgeon placed the device around the vessel/artery and tried to apply the clip, but the jaws were stuck. A nurse opened a new device, but like the first device the first clip was stuck between the jaws. A third device was opened with the same outcome as the first two as the first clip was stuck between the jaws. A forth device from a different lot number was opened and this time it worked and the surgeon was able to proceed with the operation and complete it. Post operatively the pt is in good condition. The device did not get stuck on the tissue; however the device made a little hole on the vein/artery, which course a minor bleeding. There was no extension of surgery time by more than 30 mins, no blood loss of more than 250 cc, no extension of incision by more than 1 inch, nothing fell into pt cavity.

Manufacturer narrative:
(B)(4).